Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the doctor could not hear the patient in the operation room. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported on (B)(6) 2018 that the doctor could not hear the patient in the operation (CT scan) room while performing a patient procedure. A philips field service engineer (fse) confirmed that there was no patient impact and no harm as a result of this event. A philips field service engineer (fse) arrived at the customer site on (B)(6) 2018 to evaluate the CT system. The fse checked the gantry microphones and confirmed the customer¿s allegation; the microphone in the breathing light assembly had failed. The fse replaced the breathing light assembly to correct and resolve the issue. The failed part was disposed of and not available for evaluation. The system is operational and in clinical use. This event has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.